Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the compressive bucking on the needle tube. The compressive buckling on the needle tube was likely caused when the needle was extended with increased friction resistance between the outer tube and the needle tube. The friction resistance between the outer tube and the needle increased by the following factors. The tube was coiled while the inspection of operation. The insertion part was bent tightly during use. The slider was abruptly pushed. The kink of the tube. Angle of the distal end of the endoscope. The above device handling has warned in the instruction manual as follows. Before use, prepare and inspect the instrument as instructed below. Should the any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example: posing an infection-control risk, causing tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage. <inspecting injection> straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Operate the slider slowly, otherwise the tube could buckle. Push the slider into the holder portion until it clicks into position to extend the needle from the distal end of the tube. Inject a fluid intended for patient use into the instrument¿s injection port using a sterile syringe. Confirm that the fluid comes out of the distal end of the needle. Make sure that the fluid is not discharged from any areas other than the distal end of the needle.

Event description:
During an unspecified procedure, two devices were used. The needle was blocked and the solution could not be injected on both devices. There was no patient injury reported. No further information was provided. This is the second one of two reports.